Event description:
One patient with thyroid testing results that do not fit the clinical picture, also showing discrepant results when compared to different methods. Initial sample tested (B)(6) 2007, results of 0.869 for tsh, 50.78 pmol/l for free t4, 13.39 pmol/l for free t3. Same sample repeated using same method gave results of 1.23 uiu/ml for tsh, 52.74 pmol/l for free t4, 13.14 pmol/l for free t3,>24.86 ug/dl for t4, and 3.38 ng/ml for t3. Same sample repeated using 2 different methods gave results of 2.37 and 2.13 ulu/ml for tsh, 18.53 and 14.95 pmol/l for free t4, 3.76 pmol/l for free t3 (only one different method tested), 8.91 and 7.67 ug/dl for t4, and 1.47 and 1.14 ng/ml for t3. New sample from same patient tested (B)(6) 2007, initial tsh result was 0.731 uiu/ml, free t4 result 41.11 pmol/l, and free t3 result 13.24 pmol/l. Same patient different draw using same method gave results of 0.8 ulu/ml for tsh, >100.0 pmol/l for free t4, and 15.44 pmol/l for free t3, > 24.86 ug/dl for t4 and 3.21 ng/ml for t3. If additional information is received, appropriate notification will be provided.